Manufacturer narrative:
Initial and final MDR 1927940 - MDR 3003442380-2024-18196 - device 4 of 8.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced 8 infusion sets cannula kinked events within the last week. The patient noticed the symptom within 3 hours of insertion. Insertion site was abdomen or thighs. Patient regularly rotate site location. Furthermore, patient confirmed that the introducer needle was ahead of the cannula prior to insertion. The blood glucose level was displayed high at the time of events therefore, the patient was treated with correction bolus via pump. Patient replaced infusion sets and resumed insulin successfully. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available.